Event description:
The pt reported his insulin infusion device was making a "duck noise" and he then received an e10 (cartridge error) message after trying to change his insulin cartridge. He stated he was not able to get the piston rod to retract and produce the 315 unit screen display. He said he has switched to his backup infusion device. To troubleshoot, the pt was instructed to insert a new battery and then go to the change the cartridge menu. When the pt did so, the piston rod began to make an audible clicking sound when it was retracting. The screen display continued to display the "returning piston rod" message but never displayed the 315 unit screen. After about 3 minutes, the device gave an e10 message. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.